Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) (B)(4) alleging that a one touch ultra easy meter read inaccurately high. It is unknown what date/time the alleged issue began. The patient reported blood glucose results of "approx 150 mg/dl" with a lifescan meter and "approx 100 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. After obtaining the lfs meter reading, the patient claimed that he took insulin (unknown type/dose) and then suffered "hypoglycemia." The patient had reportedly taken 2 more units of insulin than usual. It would have been helpful to know the following information: the patient's testing frequency, his medication and diabetes management regimens, what times the reported results were obtained, what type of insulin the patient took, what dosage was taken, what time the insulin was administered, what time the symptom(s) started, and what specific symptom(s) he developed. In addition, it would have been helpful to know what actions the patient took before and after the symptoms developed, and if he tested his blood glucose while feeling symptomatic. The patient did not have control solution for troubleshooting. The patient was sent replacement products. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed "hypoglycemia" after testing his blood glucose with the reported meter and taking insulin.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
On august 17, 2010, customer service representative (csr) was able to contact the patient and obtained/verified information. The patient tests his blood glucose 4 times a day. He tests before meals and bedtime. The patient manages his diabetes with fixed doses of humalog insulin which he adjusts at times. The patient indicated that the alleged issue started on an unspecified date/time in mid (B)(6). The patient claimed that his normal results range from 70-120 mg/dl. Due to the alleged inaccurate high reading of 150 mg/dl, the patient reportedly took 3-4 more units than usual of insulin. According to the patient, he developed symptoms of a furring tongue, shakiness, and sweating at an unknown time after testing. The patient administered self-treatment by eating "dextrose." The self-treatment helped to relive his symptoms. Based on the new, additional information provided, this complaint will remain classified as an adverse event.